Event description:
Gyrus acmi surlock flat-wire stone basket would not close, not allowing us to pass the device down the scope for stone retrieval. Another "like" device was opened and utilized without incident. Dates of use: (B)(6) 2014 - (B)(6) 2014. Diagnosis or reason for use: stone retrieval.